Event description:
The customer reported that the system beam was out of alignment. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The beam was aligned and the collimator cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.